Event description:
New information received notes that further programming changes were made to the device to resolve the oversensing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed on the ventricular channel. It was noted that the patient is taking beta blockers, which have led to an increase in premature ventricular contractions and inappropriate ventricular pacing during the patient's t wave. Programming changes were made. Patient was stable before, during and after the event.